Event description:
It was reported during use that a cs100 intra-aortic balloon pump (iabp) had auto-inflation failure. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer reported an auto-inflation failure and replaced the patient with another device. On-site inspection of the equipment and fault code records at the hospital confirmed the fault reported by the customer. The 5000 hour maintenance kit was replaced. The device has passed all factory-specified performance and safety test results and has been delivered to the customer for clinical use.

Event description:
N/a.